Event description:
A cracked and shattered touchscreen was reported by the caller, rendering the pump's display illegible. There was no reported impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.